Event description:
It was reported that the pt had her lead replaced due to high lead impedance. During surgery, it was indicated that the surgeon said he "saw that the lead was fractured." The pt's generator and lead were replaced at that time. The pt's treating physician said that she could not provide any info on the cause of the lead impedance since she had only seen the pt once. The device has been returned to the manufacturer for product analysis, but it has yet to be performed. It is unk what caused the pt's high lead impedance or possible lead fracture.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause death or serious injury.